Event description:
The surgeon indicated that there is no relationship between the breast cancer and vns. The patient has been referred to general surgeon for treatment of breast cancer. The patient does not have a medical history or any environmental factors that may have predisposed the patient to breast cancer.

Event description:
Reporter indicated that the patient underwent pocket revision surgery for generator migration. It was reported that the patient's mother wanted the device moved back to the original position. There were no adverse events related to vns therapy. It was later reported that the generator had not migrated, but that the surgeon found breast cancer and called a second surgeon to remove the mass. Attempts to obtain additional information have been unsuccessful to date.